Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal') in an adult female patient who had essure (batch no. 700549) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included vaginitis gardnerella. Previously administered products included for an unreported indication: mirena. Concurrent conditions included diabetes, depression, pelvic pain, dyspareunia, chlamydia trachomatis infection, vaginitis, leukorrhea, bacterial vaginosis, fibroids, vaginal odor, vaginal discharge, uterus enlarged, genital bleeding, uterine bleeding, frequency urinary and heavy periods. Concomitant products included atenolol since 2010, duloxetine hydrochloride (cymbalta) since 2018, fluoxetine hydrochloride (prozac) from 2011 to 2018, interferon beta-1a (rebif) since 2010, losartan since 2018, metformin since 2010, spironolactone since 2018 and zolpidem tartrate (ambien) since 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced multiple sclerosis ("autoimmune disorder ¿ multiple sclerosis"). In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2010, the patient experienced nervous system disorder ("neurological conditions or problems"). In 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral); salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the vaginal haemorrhage and menorrhagia had resolved and the multiple sclerosis, bladder disorder, urinary tract disorder, alopecia and nervous system disorder outcome was unknown. The reporter considered alopecia, bladder disorder, menorrhagia, multiple sclerosis, nervous system disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix and bilateral fallopian tubes: cervix with a benign nabothian cyst. Weakly proliferative endometrium. Multiple benign leiomyomas (up to 9 cm.). Bilateral unremarkable fallopian tubes. No evidence of malignancy. Gross description: the uterus is 15 cm. From fundus to ectocervix, 8 cm. Transversely and 7 cm. Anterior to posterior. The serosa is tan, smooth with a surgical defect on the anterior aspect measuring approximately 7 x 3 cm. Tissue at the defect site is somewhat ragged and irregular. The myometrium is sectioned to reveal approximately 8 intramural and submucosal nodules measuring up to 1 cm. The aforementioned defect site extends into the myometrium and is red brown and shaggy. Received separate in the container are 2 fallopian tube segments the first of which is 3 cm. Long and 0.8 cm. In diameter. The serosa is smooth. The fimbriated end is unremarkable. Sectioning reveals a pinpoint lumen. The remaining fallopian tube segment is 4.5 cm. Long, up to 0.7 cm. In diameter. The serosa is tan, smooth, congested with a pinpoint lumen and contains an unremarkable fimbriated end.. Ultrasound scan - on (B)(6) 2010: no cysts or masses seen. No free fluid seen.. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿multiple sclerosis. Lot number: 700549 manufacture date: 2010-01. Expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ('abnormal bleeding (vaginal') in an adult female patient who had essure (batch no. 700549) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included vaginitis gardnerella. Previously administered products included for an unreported indication: mirena. Concurrent conditions included diabetes, depression, pelvic pain, dyspareunia, chlamydia trachomatis infection, vaginitis, leukorrhea, bacterial vaginosis, fibroids, vaginal odor, vaginal discharge, uterus enlarged, genital bleeding, uterine bleeding, frequency urinary and heavy periods. Concomitant products included atenolol since 2010, duloxetine hydrochloride (cymbalta) since 2018, fluoxetine hydrochloride (prozac) from 2011 to 2018, interferon beta-1a (rebif) since 2010, losartan since 2018, metformin since 2010, spironolactone since 2018 and zolpidem tartrate (ambien) since 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced multiple sclerosis ("autoimmune disorder ¿ multiple sclerosis"). In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2010, the patient experienced nervous system disorder ("neurological conditions or problems"). In 2011, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral); salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the vaginal haemorrhage and menorrhagia had resolved and the multiple sclerosis, bladder disorder, urinary tract disorder, alopecia and nervous system disorder outcome was unknown. The reporter considered alopecia, bladder disorder, menorrhagia, multiple sclerosis, nervous system disorder, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis: uterus, cervix and bilateral fallopian tubes: cervix with a benign nabothian cyst. Weakly proliferative endometrium. Multiple benign leiomyomas (up to 9 cm.). Bilateral unremarkable fallopian tubes. No evidence of malignancy. Gross description: the uterus is 15 cm. From fundus to ectocervix, 8 cm. Transversely and 7 cm. Anterior to posterior. The serosa is tan, smooth with a surgical defect on the anterior aspect measuring approximately 7 x 3 cm. Tissue at the defect site is somewhat ragged and irregular. The myometrium is sectioned to reveal approximately 8 intramural and submucosal nodules measuring up to 1 cm. The aforementioned defect site extends into the myometrium and is red brown and shaggy. Received separate in the container are 2 fallopian tube segments the first of which is 3 cm. Long and 0.8 cm. In diameter. The serosa is smooth. The fimbriated end is unremarkable. Sectioning reveals a pinpoint lumen. The remaining fallopian tube segment is 4.5 cm. Long, up to 0.7 cm. In diameter. The serosa is tan, smooth, congested with a pinpoint lumen and contains an unremarkable fimbriated end.. Ultrasound scan - on (B)(6) 2010: no cysts or masses seen. No free fluid seen.. ¿concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿multiple sclerosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia); autoimmune disorder ¿ multiple sclerosis; bladder or urinary changes; hair loss;neurological conditions or problems; plaintiff did not underwent essure confirmation test were added. Lot number , new reporters information and lab data were added. Outcome of event abnormal bleeding from unknown to recovered/resolved was updated. Concomitant conditions and drugs were added. Historical drug and conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.